Event description:
It was reported that the patient experienced unspecified issues with an unknown male sling. The sling remains implanted and a new artificial urinary sphincter cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.